Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the image did not display due to a charge-coupled device (ccd) failure. It is likely the ccd failure occurred due to flooding from the cabling part. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty charged coupled device unit was discovered and causing the reported no image failure. Additionally, the unit failed the leak test due to a puncture in the cabling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus hd camera head was not showing an image during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.